Manufacturer narrative:
The customer removed the pipettor from service and performed maintenance using the tipmaster maintenance kit. Cleaning, re-greasing and hanging the o-rings brought the device back to expected operation. Though the most likely root cause of the event is user error in maintaining the pipettor, the possibility of pipette malfunction could not be ruled out.

Event description:
A customer reported that the pipettor was leaking. This could result in variable delivery of reagents. Dispensing variable volumes of reagents/samples could cause erroneous test results. There was no report of patient harm as a result of this event.